Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that she felt a burning sensation right near the incision site. The patient stated that she just started feeling it at the time of report. The patient was walked through patient programmer (pp) and icon meaning. The patient noted that stimulation was already off. The patient was to follow up with healthcare professional (hcp). Additional information was received from the hcp. The hcp reported that there was no evidence of any problems. The hcp noted that when he looked at the incision site it was dry, clean, and intact. The hcp stated that it was minimally tender and was basically what you would expect one month after surgery. The hcp noted that there was no explanation for the burning sensation at the incision site. The hcp reported that a manufacturer representative (rep) was there at the same time when he examined the patient. The rep looked at the function of the device and there were no problems. The hcp noted that no actions or interventions had been taken at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.